Event description:
It is reported that a customer received a motor error alarm on the insulin pump. The pt's blood glucose level was not recorded. The customer stated that there were no significant events that could lead to the motor error alarm. The customer was advised that the likelihood of these occurrences could be reduced by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch.